Event description:
Patient developed peritonitis following colonoscopy and died suddenly two days post procedure. The autopsy report showed death from acute peritonitis associated with colonoscopy. There was a perforation of colon 7" from anus. Investigation of this case continues and recent identification that this case needs to be reported per smda.